Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced an occlusion alarm followed by a nonresponsive pump screen, after which no on-pump troubleshooting could be performed; the patient¿s blood glucose rose to 230 mg/dl (fingerstick confirmed) and the patient transitioned to subcutaneous insulin injections before returning to range. Symptoms included upset stomach and nausea. Outcomes included temporary hyperglycemia managed with alternative therapy and resolution after a full set and supply change, with no hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed an infusion line occlusion associated with the teflon inset that was resolved with a complete supply change, with a concurrent device display issue that prevented on-device troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion with contributory device malfunction of the user interface.